Event description:
It was reported by the service center that the ventilator shut down on its own three times with an audible alarm during testing. The ventilator was not connected to a patient when the reported problem occurred.